Event description:
Information was received from a patient implanted with a neurostimulator for degenerative disc disease and spinal pain. It was reported the therapy never worked or helped for the patient's symptoms and the ins stopped turning on. After a year or so of using it, the patient tried charging for 8 hours and was unable to turn stimulation on and the implantable neurostimulator (ins) hadn't worked since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.